Manufacturer narrative:
The returned device was evaluated and the device was received with the needle mechanism deployed. The soft cannula was not observed extended past the bottom housing window. Inspection of the soft cannula found it to be torn and shortened, measuring out of specification at 0.6545 inches in length. It could not be determined when or how this damage occurred. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The data showed that the pod ran for 1806 pulses before being deactivated by the user. Investigation of the device found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide had not moved forward.